Event description:
Complaint from the attorney "alleges patient received inadequate stimulation to the left leg, that later an unspecified 'defect' was found in the device and the patient had it surgically removed." No further info on this pt or device is available due to pending litigation.